Event description:
It was reported that the device is working for few seconds and then shutdown. There was no pt involvement.

Manufacturer narrative:
Multiple attempts for product return and add'l info requests were made. The device has not been made available to masimo to allow an analysis to be performed. If and when info becomes available or once the unit is returned and an eval is performed, a f/u report will be submitted.